Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the device was not received. A manufacturing investigation was conducted by legal manufacturer: materialise based on the available product and patient information. Design review: during the investigation all the steps were reviewed. While reviewing all the steps it was found that the images were not optimal at the molars. However as the dental casts were going to be used to design the splints, this was acceptable. The brightness of the images at the molars could have slightly influence the position. The surgeon approved to continue with these images. During the planning it was found that the occlusion was set very tight and therefore any small inaccuracies in other steps of the surgery can have a significant impact. The condyles were tight in the fossa and there were some interferences, which if not removed as planned, could lead to small inaccuracies. No issues were found in the guide design, implant design or production step. The combination of several inaccuracies intra-operatively led to a deviation from the planned outcome model, which is an ideal representation. Conclusion: the complaint condition can be confirmed for trumatch orthognathics kit fl mandibular (part no: 980.009 lot: mu21-evu-gul). However, no issues were identified with the device that cause the complaint condition. No definitive root cause could be attributed to this complaint condition. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this report is for an unknown psi implants/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the surgeon experienced issues with a posterior open bit on a case. They stated that the occlusion on the model did not look entirely the same as the occlusion provided with the splint. It is unknown if there was a surgical delay. Procedure outcome and patient status are unknown. There is no further information available. This report is for one (1) unk - psi implants. This is report 1 of 1 for (B)(4).